Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 164 mg/dl.

Manufacturer narrative:
H6: remove MDR codes: 11, 3233, and 4118.